Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range greater than 125 ohms. The physician plans to schedule a lead revision. No adverse patient effects were reported. At this time, the lead remains in service. It was additionally reported that the lead was successfully explanted and replaced with a new lead. At this time, the lead has not been returned. If the lead is received, this report will be updated with pertinent information upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range greater than 125 ohms. The physician plans to schedule a lead revision. No adverse patient effects were reported. At this time, the lead remains in service. It was additionally reported that the lead was successfully explanted and replaced with a new lead. At this time, the lead has not been returned. If the product is received, this report will be updated with pertinent information, upon completion of analysis. It was additionally reported that the lead was received and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual inspection indicated only the distal segment was returned. X-ray showed no conductor issues; however, calcification was observed on the lead shock coil and tip. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range greater than 125 ohms. The physician plans to schedule a lead revision. No adverse patient effects were reported. At this time, the lead remains in service.